Manufacturer narrative:
D2b: prosthesis, knee, patellofemorotibial, semi-constrained, cemented, polymer/metal/polymer concomitants: 02-010-01-0230 - logic femoral ps cem left sz 3 02-012-45-3030 - lgc tibial fit tray cem sz 3f / 3t 200-02-38 - three peg patella 38mm femoral stem additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
It was reported via exactech knee replacement study, that a 66 yo male patient, who had an initial left knee implanted on (B)(6) 2016, due to osteoarthritis, was revised on (B)(6) 2023, approximately 7 years 1 month post the initial procedure. The patient had reduction in bending the left knee with noticeable effusion within the joint. Date of onset, (B)(6) 2022. Polyethylene wear without evidence of osteolysis was indicated, and an arthroscopic wash out was performed on (B)(6) 2022. On (B)(6) 2023, a left tkr was performed, and the poly was exchanged. The case report form indicates this event is possibly related to devices and to procedure. The outcome indicates the event was resolved on the revision date. No device returns anticipated due to the clinical study guidelines. No further information.

Manufacturer narrative:
H3: the revision reported may have been the result of malalignment between the femoral and tibial components, third body wear, patient-related conditions, instability, or any combination of these possibilities, which led to wear of the polyethylene insert and patella component. However, this cannot be confirmed as the devices were not returned for evaluation and images of the explanted devices and pre-revision radiographs were not provided. The most probable root cause for the reported event of "prosthesis wear" is associated with material damage to a surface, usually involving progressive loss or displacement of material, due to relative motion between that surface and a contacting substance or substances.

Event description:
Approximately 5 year(s), 5 month(s) and 17 day(s) post-operative of a left tka, it was reported via clinical study that the patient experienced polyethylene wear without evidence of osteolysis. Approximately 11 months prior, the patient underwent an arthroscopic washout procedure reported on 1038671-2024-04721 and 1038671-2024-04722 with the outcome as continuing. The patient underwent a revision for poly exchange with the reported revision of the patella, and poly components. The outcome of this event is considered resolved and the case report form indicates that this event is possibly related to the device and/or to the procedure. This was reported through clinical trial study data collection activities and no other information is available at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. The following sections were corrected: a2, h6 - clinical & impact codes, medical device problem code, investigation findings and conclusion. The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. A review of complaint history determined that no further action is required as no trends were identified. Multiple MDR reports were filed for this event, please see associated reports: 1038671-2024-04726. A definitive root cause was unable to be determined; however, may have resulted from malalignment between the femoral and tibial components, third body wear, patient-related conditions, instability, or any combination of these possibilities, which led to wear of the polyethylene insert and patella component. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.